Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device am3603 number, and no non-conformances were identified attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: in event description mention that the event occurred during sterile processing, could you please confirm if the device was exposed to high temperatures? The sutures are stored in a special place with a temperature not higher than 21 °". Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where was the issue found (i.e., at a hospital, at a distribution warehouse, etc)? Was the issue noticed prior to use on a patient? Was the device re-sterilized prior to use? Device return follow up.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. Prior to use on a patient, it was noted that the product had the appearance of high temperature deterioration, a porous plastic part, and discoloration of the filament. It was stated that the event occurred during sterile processing. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/19/2020. H3 evaluation: the device sample was not returned to date. A picture was received for analysis. During the visual inspection of the picture, an opened foil packet and a labeled winding former with a suture of product code vcp345, lot # am6303 could be observed. The suture suffered significant thermal deformation including shrinkage and melting into the winding former. The plastic tray was noted melted and the dyed of suture was transferred ((this indicates that the temperature approached or exceeded the melting point). Thermal damage to suture and significant wrinkling of the packaging are consistent with re-sterilization by autoclaving. Product packaging clearly states: ¿do not reuse re-sterilize¿. Autoclaving conditions thermally damage the product and fatigue the packaging. The reported complaint is observed by an external cause.